Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty crossing the lesion was encountered. The lesion being treated was a severely tortuous circumflex (cx) artery lesion. The physician tried to direct stent the lesion with a cypher stent and it would not cross. Then the physician tried to direct stent the lesion with a taxus express2 8.8% 3.5 mm x 12 mm stent but it also would not cross. The physician was in the process of pulling the stent back into the guide when the stent dislodged. The physician does not know where the stent went. They removed the guide catheter, looked inside, and it was not there. The physician also tried to locate the stent in the body but was unable to do so. The physician then predilated the cx lesion and placed a cypher stent successfully. There were no pt complications.